Manufacturer narrative:
No investigation was possible because no product was returned for investigation.complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a raypex 6 apex locator gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.